Event description:
It was reported that a merlin.net transmission revealed that the right atrial lead exhibited high impedance and noise. The noise was reproducible with oversensing observed. No intervention or patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4).